Event description:
It was reported that the patient's infusion did not deliver, the pump did not alarm, all clamps were open, and the line flushed without difficulty. The product fault occurred during infusion.

Manufacturer narrative:
B3: unknown; reporter stated infusion occurred between (B)(6) 2025. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. However, the investigation identified upstream occlusion seal damage, an issue that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed. Due to the condition of the device, and the presence of dead insects in the device interior, no repairs have been assigned.